Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced bilateral paralysis after their permanent implant procedure. Stimulation was turned off and the patient reported the paralysis resolved and was ambulatory. Follow-up information indicated the patient's stimulation was turned back on during a post-op appointment and no symptoms were reported.